Event description:
It was reported that while in the cath lab the md inserted the spring wire guide (swg) and the sheath into the pt's left femoral artery. Upon insertion of the intra-aortic balloon (iab) it became stuck and as a result, the iab and sheath were removed as a unit. The iab could not be positioned correctly. A 10fr sheath was inserted in order to insert the second iab successfully. There are no reported pt complications or death. It is unk at this time what type of sheath was being used for the first and second placement of the iabs.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.